Event description:
Add'l info rec;d from MFR 03/26/04: conclusion code would be 92-device not returned-no evaluation will be performed.

Event description:
Segment of porta - cath detached and travelled to pulmonary artery.